Event description:
It was reported that the pico kit failed. Right out of the box all lights lighted up and it was not possible to get a seal with the green ok light. It is unknown whether the event happened during surgery and if there was patient involvement. It is unknown if there was a delay or if a backup device was available and how the issue was resolved. No patient injury or other complications were reported.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as there were no records under the part and lot number combination provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the part number provided, there have been further complaints reported with this failure mode in the past three years. The devices were used for treatment. The returned device was evaluated. A relationship between the event and the device was confirmed. When fresh batteries were inserted into the device all indicator lights were solidly illuminated and the device did not function. No performance data could be extracted from the device. Further investigation into this failure will be carried out with a cross functional team. The root cause remains undetermined. We will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.